Event description:
I had a lasik procedure done in both eyes last year in 2007. Doctor performed the surgery. The procedure I had is called "custom" lasik - intralase -bladeless-. I was told that this is the safest procedure. Since I had the custom lasik, I have been experiencing several complications. Please see list of complications below: severe chronic dry eyes -I am currently on restasis and have 1 plug in each eye-. I tried 4 plugs, but could not have 4 plugs because tears would not stop flowing. So I now have a total of 2 plugs -one in each eye-. Dlk -with recurrency-. Halos, glare and starbursts making it very difficult to drive at night. I still have some remaining miopia and I am using glasses to drive at night. I do not want to have an enhancement done due to severe complications. - contrast sensitivity. I now need reading glasses and glasses for the remaining miopia -0.5 in the left eye and 1.0 in the right eye-. I have never had any of the problems mentioned above before the custom lasik.